Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address articular surface dislocation approximately four (4) years post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen option cemented femoral component size f left catalog #: 00599601651, lot #: 65420250, nexgen option nonaugmentable tibial component size 5 catalog #: 00598604701, lot #: j6810072, nexgen standard all poly patella size 38mm catalog #: 00597206538, lot #: 65366449. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.